Manufacturer narrative:
The covidien customer service engineer (cse) evaluated the unit, and could not duplicate the reported malfunction. The cse performed a circuit check, and the unit passed it. It was tested on customer's settings, and got a high respiratory rate alarm because of the customer settings. The unit run on standard settings for an hour, it worked normally, and without alarms. The cse upgraded the software to the current revision, and checked the coin battery. The ventilator passed all tests and calibrations, as required per service manual, and it was operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the ht70 plus ventilator experienced a check circuit/prox line alarm. The patient was transferred to another ventilator, and there was no reported patient injury.